Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. There was a hole in the outer tube of one cylinder that was the result of tool damage; this hole is consistent with explant damage. The cylinder passed all functional testing. The other cylinder performed within specifications.

Event description:
It was reported the patient had his spectra penile prosthesis removed due to infection in the "corpus spongiosum." The patient was treated with antibiotics as an outpatient and "got well." No further patient complications were reported in relation to this event.